Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was suspend. The customer¿s blood glucose level was 85 mg/dl and sensor glucose was 50 mg/dl at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low was 50 mg/dl and low limit in sensor settings was 50 mg/dl. The customer was advised sensor may no longer be responding to glucose changes. The sensor will not be returned for analysis.